Event description:
It was reported that a small volume infusor leaked between the stress member and the tubing. The leak was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 11, 2014 to august 12, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection and a leak test were performed. The leak test revealed a leak on a segment of the tubing. Further visual inspection revealed a circular hole, approximately 0.25 square mm in size, was found on the tubing. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.